Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(serial); d10(concomitant med products); e1; e3. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical narrative: a 55 year old female with acute myocardial infarction complicated by cardiogenic shock, with a pre support clinical state consistent with scai shock stage e, was supported with an impella cp placed percutaneously via the right femoral artery. The patient was also concurrently supported with ECMO. During planned escalation of support to an impella 5.5, the patient was noted to have loss of pulses in the right lower extremity, consistent with unilateral limb ischemia diagnosed by absent pulses. The ischemia was identified during/after introducer insertion. The impella cp was subsequently explanted from the right groin. Upon device removal, pre close sutures were utilized, and prior to knot locking, distal blood flow was assessed using color flow doppler and was noted to be adequate. Vascular surgery was present and performed a right lower leg fasciotomy due to ongoing ischemia, with plans to monitor for tissue recovery versus potential amputation. No introducer damage was observed, imaging of the affected vessel was not available, anticoagulation status around the time of pump stop was unknown, and patient vessel size was unknown. As part of the planned escalation of mechanical circulatory support, an impella 5.5 was surgically implanted via the right axillary/subclavian artery and remained on support at the time of reporting. No failure modes were identified for the impella 5.5, and no adverse events were associated with this device. At the time of impella cp explant, the patient was alive and clinically stable. The reported ischemia may be influenced by patient specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, scai shock stage e, and vascular access characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B2 death, b5 clinical narrative revised to capture the patient outcome of death. D4 UDI revised. H1 and h6 health effect - impact code revised to reflect the patient outcome.

Event description:
Updated clinical narrative: additional information was received that after 7 days on support, the family withdrew care and the patient expired. While on support, the device functioned as intended at p-6 at 3.7 l/min with d5w sodium bicarbonate in the purge solution. The impella is conservatively being reported for death; however, is unlikely to contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient, dependent on vasopressor support, in cardiogenic shock, complicated by stage e shock. A 55-year-old female with acute myocardial infarction and cardiogenic shock (pre-support clinical state consistent with scai shock stage e) was supported with an impella cp (sn (B)(6)) implanted percutaneously via the right femoral artery.. During planned escalation to an impella 5.5, the patient was noted to have loss of pulses in the right lower extremity at approximately 10:00 pm. Limb ischemia was diagnosed based on absent distal pulses. The impella cp was subsequently explanted from the right groin on (B)(6) 2026 at 11:00 am. Pre-close sutures were utilized, and prior to knot locking, distal flow was assessed with color flow doppler, which demonstrated adequate flow at that time. Vascular surgery was present and performed a right lower extremity fasciotomy, with plans for observation for recovery versus amputation. Despite these interventions and pump explant, ischemia did not resolve. Additional information received on 30-apr-2026 confirmed that the patient ultimately underwent right lower extremity amputation due to persistent ischemia. The patient was concurrently supported with ECMO, which may have contributed as an interacting device; other contributing factors remain under determination. The patient survived to explant of the impella cp and was reported stable at that time. An impella 5.5 was implanted surgically via the right axillary/subclavian artery on (B)(6) 2026 at 8:30 am and remained on support; no failure modes were identified with the 5.5 device. This case involves patient injury manifested as right lower extremity ischemia associated with femoral impella cp support, requiring device explant, surgical intervention, and ultimately resulting in limb amputation. The injury was attributed to the impella cp; however, no device malfunction or product damage was identified. Concomitant use of ECMO and patient factors may have contributed. No corrective action regarding the device was indicated, and no product was returned for analysis. Ischemia may be influenced by patient specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, scai shock stage e, and vascular access characteristics.

Event description:
Updated clinical narrative: a 55-year-old female with acute myocardial infarction and cardiogenic shock (pre-support clinical state consistent with scai shock stage e) was supported with an impella cp (sn (B)(6)) implanted percutaneously via the right femoral artery.. During planned escalation to an impella 5.5, the patient was noted to have loss of pulses in the right lower extremity at approximately 10:00 pm. Limb ischemia was diagnosed based on absent distal pulses. The impella cp was subsequently explanted from the right groin on (B)(6) 2026 at 11:00 am. Pre-close sutures were utilized, and prior to knot locking, distal flow was assessed with color flow doppler, which demonstrated adequate flow at that time. Vascular surgery was present and performed a right lower extremity fasciotomy, with plans for observation for recovery versus amputation. Despite these interventions and pump explant, ischemia did not resolve. Additional information received on 30-apr-2026 confirmed that the patient ultimately underwent right lower extremity amputation due to persistent ischemia. The patient was concurrently supported with ECMO, which may have contributed as an interacting device; other contributing factors remain under determination. The patient survived to explant of the impella cp and was reported stable at that time. An impella 5.5 was implanted surgically via the right axillary/subclavian artery on (B)(6) 2026 at 8:30 am and remained on support; no failure modes were identified with the 5.5 device. This case involves patient injury manifested as right lower extremity ischemia associated with femoral impella cp support, requiring device explant, surgical intervention, and ultimately resulting in limb amputation. The injury was attributed to the impella cp; however, no device malfunction or product damage was identified. Concomitant use of ECMO and patient factors may have contributed. No corrective action regarding the device was indicated, and no product was returned for analysis. Ischemia may be influenced by patient specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, scai shock stage e, and vascular access characteristics.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated.